Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified and mildly tortuous lesion in the left anterior descending artery. The 2.0x12mm mini trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was advanced to the lesion with no resistance; however, the balloon ruptured below the rated burst pressure (rbp) during use. The bdc was simply removed and another unspecified abbott balloon was used to successfully complete the procedure. There was no adverse patient effects and no significant delay in the procedure. No additional information was provided.